Manufacturer narrative:
A ge svc rep performed an onsite investigation. Reportedly, the customer took the workstation from a different stenoscop sys onsite and connected it to this stenoscop sys. No further info is available.

Event description:
The customer reported the loss of x-ray functionality. No report of pt injury.